Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported multiple occlusion alarms occurred. A supply change was performed and the occlusion alarms continued. The customer's blood glucose (bg) level was 290mg/dl. Reportedly, a manual injection was administered and a correction bolus via alternate therapy was delivered to address the bg level. Reportedly, the customer reverted to alternate therapy for insulin therapy.